Event description:
On (B)(6) 2025. The user reported being unable to confirm a setup step because the ilet touchscreen was unresponsive. The issue was resolved by a force restart and setup continued once the cgm paired and warmed up. Blood glucose was not affected and no hospitalization occurred. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.